Event description:
It was reported that touchscreen was scratched. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, and technical support did not obtain additional information or take further action.